Manufacturer narrative:
The field service representative found cracked tubing on the rinse station which caused the rinse station to drip into the cuvettes during operation. The tubing was repaired and mechanism checks showed no leaks. The customer performed precision, calibration and qc all of which were within specification. The investigation determine the issue was resolved by the service actions.

Event description:
The initial reporter received a questionable glucose result for one patient sample from the cobas 8000 c 702 module. The initial testing gave no result and had a sample clot flag. The sample was manually repeated in a micro cup with a result of 38.3 mg/dl. The nurse performed a finger stick, which was normal. No specific result was provided. The customer repeated the original sample on another analyzer and the result was 89 mg/dl. The customer tested the original sample on the original analyzer and the result was 88.7 mg/dl. No questionable result was not reported outside of the laboratory. The reagent lot number and expiration date were requested but were not provided.